Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as iliac arteries were small and the aortic bifurcate was tight. Tortuosity and calcification were moderate. It was reported that the patient was successfully treated for a mycotic aneurysm. The patient returned emergently with right limb occlusion. The physician performed a thrombectomy and removed the entire clot. It was noted that there was a dissection distal to the stent graft. A viabahn stent graft was successfully implanted to seal off the dissection. The physician believes the dissection was caused by the entering and exiting of the devices. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion, dissection); patient's condition affected effectiveness of device (anatomy related: tortuosity and calcification were moderate). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: tortuosity and calcification were moderate).